Event description:
A report was received that the pt was experiencing tugging and pulling of his ipg causing pocket site pain. The pt reported he is also having trouble leaning and lying down on the pocket site. The pt is getting good pain coverage. An x-ray confirmed slight migration of the right lead. The pt will be revised but the procedure has not been scheduled.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. Two lead extensions were added to give more slack to the ipg. The patient was doing well after the procedure.